Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported sleeve steering issues appears to be related to the reported improper or incorrect procedure or method. The reported improper or incorrect procedure or method was due to the user error of mis-keying the device. It should be noted that per the mitraclip system instructions for use (IFU) to ¿align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve.¿ the reported difficulty removing the cds (clip getting caught on the tip of the guide) was due to procedural condition of the sleeve steering issue. The inability to open the clip appears to be due to the clip being caught on the tip of the guide. There is no indication of a product issue with respect to manufacture, design or labeling. H6: device code 2017 - failure to follow steps / instructions.

Event description:
This is filed to report unintended movement and difficult removal. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a restricted posterior leaflet. An xtw clip (21102r1050) was inserted into the left atrium (la). However, while steering down to the valve, the clip moved in an unintended direction due to the device being mis keyed. Therefore, the clip was attempted to be retracted into the steerable guide catheter (sgc). While doing so, the clip became caught on the tip of the sgc. The clip was pushed back into the la and was removed from the sgc. The clip was again retracted and successfully pulled into the sgc. While outside the anatomy, it was observed no damage had occurred to the clip; therefore, the clip was going to be reinserted. While prepping the device for a second time, it was observed the clip was unable to open. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was not used and was replaced. Another xtw clip (20908r2072) was inserted and the placed on the mitral valve. However, the gradient increased to 6-9mmhg. It was also observed the patient heart rate was 76 and was in atrial fibrillation. Therefore, the physician removed the xtw and replaced it with an ntw clip. It was noted when the clip was removed, the gradient returned to baseline, the heart rate returned to normal, and atrial fibrillation disappeared. The ntw clip was successfully implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.